Manufacturer narrative:
Concomitant medical products: product ID 977c190, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID 977c290, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that there was a difficult lead insertion that resulted in an increased procedure time, additional laminectomy, and physician thought that this was a patient complication. The factors that may have led to or contributed to the issue was that the patient was elderly and a spinal stenosis per the physician. A second laminectomy was performed by the implanting physician, where there were multiple attempts to place the surgical lead. The lead was placed successfully on (B)(6) 2017. It was reported that the patient was implanted with a lead and stimulator where they were programmed on the next day post-operation. The patient had very good coverage, stimulation, and pain relief. There was a report that the physician expressed concern in regards to the MRI surgical leads where the 5-6-5 lead was too wide and too long. They physician was concerned that its size would cause damage to a patient's spinal cord. The 2x8 surgical leads were too long and floppy and could cause damage to the spinal cord. When attempting placement of the 5-6-5, they were experiencing difficulty advancing the lead to the desired level. The physician requested a 2x8 lead so the attempt was made to insert the lead without success. It was then reported that the physician requested the original lead, where they attempted insertion without success. A surgical incision was required to be extended, an additional laminectomy was performed, and the lead was then placed by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.